Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed thrombus in the outflow graft with severe right ventricular dysfunction. The patient was unable to be anticoagulated with coumadin due to previous intracerebral hemorrhage. Only anticoagulation with 81 mg acetylsalicylic acid (aspirin). The patient expired due to acute on chronic biventricular failure. The device was working as intended. The thrombus was confirmed through a computer tomography scan.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft thrombus could not be confirmed through this investigation; the device was not returned for evaluation and no images were submitted for review. Additionally, a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), contains the following information: the IFU lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU lists thromboembolism as potential late postimplant complications and provides information regarding anticoagulation, including the recommended inr values. Additionally, this document explains that the heartmate 3 lvas is contraindicated for patients who cannot tolerate, or who are allergic to, anticoagulation therapy. Section 1 of this document lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.